Manufacturer narrative:
Approximate age of device ¿ 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that beginning on (B)(6) 2017 the patient lactate dehydrogenase (ldh) was 560 u/l. Prior ldh for the patient was 260 u/l - 350 u/l. Treatment was increasing aspirin to 161 mg. A ramp echocardiogram performed on an unspecified date found nothing. On (B)(6) 2018 the patient received a heart transplant. It was reported that the patient always had elevated ldh and the healthcare professionals wondered if a clot was present. Pump investigation was requested. The patient was reportedly not elevated on the transplant list due to the elevated ldh.

Manufacturer narrative:
Device evaluation: the evaluation of (B)(4) confirmed the presence of deposition in the pump. (B)(4) was returned assembled with the driveline severed approximately 1 inch from the nipple of the pump housing and the remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and sealed outflow conduit (outflow graft, outflow graft bend relief, and outlet elbow) were returned attached to their respective pump ports. The bend relief collar was returned attached to the outflow graft and bend relief hardware. The device appeared to have been exposed to a fixative agent prior to being returned for evaluation. Upon disassembly of (B)(4), examination of the proximal side of the outlet stator revealed three small, white tissue-like depositions in contact with each of the stator blades. The texture, color, and structure of the observed depositions appeared to have been altered by the application of a fixative agent. The depositions lacked laminated layering, suggesting that they did not initially form in the outlet stator; however, their specific origins could not be conclusively determined. Moreover, the evaluation could not conclusively determine a duration of time for which the depositions were present in the device; however, the depositions were not adhered to the blood-contacting surfaces and showed no evidence of denaturation, suggesting that they were not present within the pump for a prolonged period of time. Moreover, examination of the rotor outlet section and the outlet bearing cup revealed no evidence of concentric contact marks to indicate that the depositions were present in the outlet stator while the pump was supporting the patient. The evaluation could not determine a specific cause for the development of the observed depositions in the device. The partial obstruction of the blood flow path by the observed depositions could have potentially contributed to elevated lactate dehydrogenase (ldh) levels leading up to the transplant procedure; however, the depositions did not appear to have been present in the pump for an extended period of time and could not be conclusively correlated to the patient¿s long reported history of elevated ldh levels beginning approximately one year prior to transplant. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any wire discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values and the pump operated as intended. The heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.